Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded untreated episodes and ultimately delivered inappropriate therapy due to artifacts oversensing. Technical services (ts) reviewed the case and discussed that the artifacts were potentially related to a mechanical issue with the implantable electrode or an interface issue. X-rays were subsequently performed; the lead pin was appropriately inserted in the device header. The vector configuration was changed to secondary, and the patient will continue to be monitored. This s-ICD remains in service and no additional adverse patient effects were reported.